Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomed dept and no specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.